Event description:
Information was received indicating that during testing a smiths medical pneupac parapac plus was noted to have physical damage and missing a knob. There was no reported patient involvement or adverse effects.